Manufacturer narrative:
On 07-apr-2017, abaxis received a call from the customer lab that the device yielded unexpected low sodium results when compared to a different lot. The lab was issued new disc lots and the lab confirmed no further issues regarding sodium have arised since. A trend for a rise in unexpected sodium results was observed and led to the creation of corrective and preventative action (CAPA) (B)(4). This CAPA identified a thirty percent increase in low sodium issues. A software revision was implemented to correct the issue moving forward. A new rotor run test procedure was also implemented as a result of this CAPA. Lastly, a temperature calibration optimization for inline analyzers investigational study protocol and report were completed. No further actions were required. This MDR is being submitted as a result of a three (3) year retrospective review of closed complaints abaxis performed as part of its commitment to correct the FDA-483 observations received on august 22, 2019.

Event description:
The lab reported that the device yielded unexpected low sodium results when compared to a different lot.